Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead dislodged while the patient was exercising. The physician elected to explant and replace the lead. No patient complications have been reported as a result of this event.